Manufacturer narrative:
Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that the patient was treated on the face and neck in (B)(6) 2015 and on (B)(6) 2015 noticed pain on the face due to first degree burns. The patient went to the emergency room and was informed that she has nerve damage. No other treatments were being performed in the same area where symptoms were reported. The highest energy level used was 4.0. Reportedly, there were no system errors and nothing out of the ordinary was noticed during the treatment. The treatment tip surface was inspected prior to and during use and nothing was noted. This was the first use of this treatment tip.

Manufacturer narrative:
Additional information: the treatment data card was returned to (B)(4). However it did not contain any information pertaining to the treatment associated with this event. The lot number was not provided, and the device was not returned. Therefore, a device history review (DHR) and product evaluation could not be conducted. According to the thermage cpt system technical user's manual, burns and altered sensation are known possible reactions to thermage treatment.